Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was 200 mg/dl at the time of incident. It also stated that the insulin pump was dropped and there was black square lines and big wide cracks was present on the display screen and customer was not able to see anything on the screen. The customer was advised to replace the pump and replacement pump will sent back to the customer. The customer will return insulin pump for analysis.

Manufacturer narrative:
Unit was received with cracked and bleeding lcd glass, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker.